Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no patient information was provided.

Event description:
It was reported from the ICU that the patient was maxed out on norepinephrine and a new bag was required every 4 hours, or 6 times per day. "Every time the infusion on the alaris pumps thinks the bag is empty (every 4 hours) the alaris pump program changes the IV rate from 113 ml/hr to 20 ml/hr an hour which is an 80% drop in medication infusion rate. Each time this happens the patient's blood pressure immediately, literally within seconds, drops to the low 70's. Patient has arterial line for continuous monitoring." Although requested, the customer has not provided any further information about the patient's outcome nor if any interventions were needed. The full volume to be infused was programmed at the start of the infusion according to the customer.